Manufacturer narrative:
One device was received. Visual inspection noted a cracked tank cover, outdated printed circuit board (pcb) and power switch. Unable to attach the disposable easily unless the o-rings were lubricated first during functional testing confirming the complaint. The root cause was due to dried out o-rings from lack of maintenance preventing disposables to attach. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the user could not insert the tubing inside the warmer. Patient involvement unknown.